Manufacturer narrative:
Our MDR.

Event description:
Ous MDR - after an implantation time of 30 months, inappropriate shock deliveries were reported. No deterioration in the pt's state of health was reported. Both the a and v leads were explanted. The date of implant was not provided for this lead.